Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant lipoprotein (a) gen. 2 results from the cobas c 503 analytical unit. The initial result was 40 u/l and the repeat result was 0.8 u/l.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer replaced the sample probe and performed horizontal and vertical sampling position adjustments. He performed checks, qc, and repeatability tests with good results. The investigation determined the service actions resolved the issue.